Event description:
During pipeline deployment, it was reported that the physician felt a snap while rotating the pushwire and the entire system (catheter, pipeline) was removed. Outside of the patient, the puhwire was found fractured at approximately 1cm proximal from the capture coil.no patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).